Event description:
It was reported that pump experienced malfunction code 6 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump and multiple daily injections, and technical support arranged replacement pump.